Manufacturer narrative:
Device lot number, or serial number, unavailable. The device was discarded by the site, so no analysis was conducted. Device manufacturing date is dependent on lot number/ serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that the perc pin reference frame was found to be broken after 2 initial scans were performed. The broken piece was recovered from the patient. The part that broke off the reference frame was the part of the divot that the pin sits in. The piece did not fall off in the patient, but on their skin. The surgery was completed and there was no impact on patient outcome. The medtronic representative (mr) reported that there are 2 surgeons who remove the perc pin by pulling on the reference frame. The mr also stated the frame will not returned for analysis.